Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Review of shock impedance trends showed measurements were stable and there was no indication of a gradual rise. Technical services (ts) discussed troubleshooting options and programming considerations, including programming to initial polarity and increasing the shock impedance alert value to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.